Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to no imagery/device provided. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As per medical opinion, ''the cause of resistance was: anatomical tortuosity and vessel calcification''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per event description, ''on insertion of delivery system, it was not possible to advance the system past the left iliac artery''. As reported, left common iliac: 6.2mm with circular calcification. As per medical opinion, ''the cause of resistance was: anatomical tortuosity and vessel calcification''. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during procedure, there were some difficulties inserting the esheath. As per medical opinion, the cause of resistance was: anatomical tortuosity and vessel calcification, which probably lead to the dissection''. Per training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification''. In this case, per provided information, there was presence of calcification and tortuosity in patient's access vessels. Tortuosity can create sub-optimal angles for sheath insertion, while calcification can create a restricted pathway, which may each lead to difficulty during sheath insertion. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated however, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
As reported, it was a case of a 26 mm spaien 3 ultra valve, in aortic position by transfemoral approach. During procedure, there were some difficulties inserting the esheath. On insertion of delivery system with the pre-dilated valve, it was not possible to advance past the left iliac artery. The patient started complaining of pain and became restless. It was converted to general anesthesia. On fluoroscopy, it was noted a small dissection of the left iliac artery. The devices were removed. The dissection was resolved with a vascular balloon and a covered stent. The distal flow was restored, and no further complication was noted. The procedure was aborted, and the valve was not implanted. The patient was in stable condition post-procedure.